Manufacturer narrative:
(B)(4): it was reported that a patient underwent a cervical lymphohemangioma procedure on (B)(4) 2012 and a drain was used. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the drain functioned as expected during the time it was in place and the drain was not clogged. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and was found to be fully functional.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and a drain was used. The drain did not function and it was necessary to replace it. Additional information was requested. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05441. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).